Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the tubing through the scrotum. The ipp was explanted and replaced. There were no additional patient complications.